Event description:
It was reported the patient presented to the hospital feeling dizzy. Upon interrogation, it was determined the pacemaker exhibited premature battery depletion. The pacemaker was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The pacemaker was returned for analysis with no telemetry and in backup mode caused by memory corruption. After replacing the battery, the device was restored from backup mode. An external power source was used to measure leakage current across the integrated circuit and components which was found within to be within normal range. The battery was analyzed by the manufacturer and results indicated the device was forty percent depleted but no other anomaly was noted. The source of memory corruption and battery depletion could not be determined.